Event description:
A pt (B)(6), was enrolled in the post-approval coaptite injectable implant study for stress urinary incontinence. The pt was injected with 2.0 ml coaptite on (B)(6) 2009. On (B)(6) 2009, the pt reported a development of an urinary tract infection. The pt was given a prescription for antibiotics, name not provided, and recovered on (B)(6) 2009. Per physician, the event was of mild severity and definitely not related to coaptite. On (B)(6) 2009, the pt reported a development of an urinary tract infection. The pt was given a prescription for antibiotic, name not provided and recovered on (B)(6) 2009. Per physician, the event was of mild severity and definitely not related to coaptite. On (B)(6) 2009, the pt reported a development of an urinary tract infection. The pt was given a prescription for antibiotic, name not provided, and recovered on (B)(6) 2009. Per physician, the event was of mild severity and definitely not related to coaptite. On (B)(6) 2010, the pt reported a development of an urinary tract infection. The pt was given a prescription for antibiotic, name not provided, and recovered on (B)(6) 2010. Per physician, the event was of mild severity and definitely not related to coaptite. The pt was injected with additional lot of coaptite on the same date: 1009256. Exp. Date 04/2011.

Manufacturer narrative:
The device history records were reviewed for lot 1009279 and 1009256, all required testing specifications were met prior to release, there were no abnormalities noted.